Manufacturer narrative:
Correction d3, g4. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. G4: combination product: add no (previously blank). Additional information h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, with the naked eye, which observed a separation between the female connector and the main body of the twist clamp. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the female connector on a minicap extended life pd transfer set. The event was further described as ¿transfer set that was disconnecting in the middle of the device¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.